Event description:
On (B)(6) 2021, I had two belly bags with short tubing. One took me to ER. I have the printed review of my visit where it proves I was not voiding because the bag was malfunctioning and not filling. I set aside that bag. Contacted the representative at personally delivered; was surprised to get a conference call that included her and someone else I could not identify. It was complicated for us to be speaking over the other. Tossed that remaining short tube example when the closure simply spun around and did not tighten. I did order two more bags. They proved to have newly designed features. Instead of pulling to the right the belt pulled to the left with great difficulty. My person comment is unprintable, but I can critique the tube as being too long. Ordered another set of two. That's when I realized buckles were too easily opened when attaching its component part and I believe the belt part itself is too thick for the new buckles. I really created a mess for myself trying to have the belts pull to the right instead of to the left when restrung. A brand new one I put on this morning pulls to the left but under itself making for one heck of an issue trying to pull it in place. When visiting the urologist's office this past tuesday for a change of catheter they understood my frustration and were made aware of two which would not accept the cleaning solution. I do believe the first older one mentioned and two of the four latest ones have their spout pushed too far in. The nurse practioner I see is aware of another patient with a belly bag different from mine she is going to research. Bottom line, I fault the thickness of the belt; its new direction pulls and my learning not to hold the buckle as I did the older design. Why I have issue filling the bag manually is a mystery of sort but my next step is using a pair of pliers to gently pull the nozzle forward.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
On (B)(6) 2021, I had two belly bags with short tubing. One took me to ER. I have the printed review of my visit where it proves I was not voiding because the bag was malfunctioning and not filling. I set aside that bag. Contacted the representative at personally delivered; was surprised to get a conference call that included her and someone else I could not identify. It was complicated for us to be speaking over the other. Tossed that remaining short tube example when the closure simply spun around and did not tighten. I did order two more bags. They proved to have newly designed features. Instead of pulling to the right the belt pulled to the left with great difficulty. My person comment is unprintable, but I can critique the tube as being too long. Ordered another set of two. That's when I realized buckles were too easily opened when attaching its component part and I believe the belt part itself is too thick for the new buckles. I really created a mess for myself trying to have the belts pull to the right instead of to the left when restrung. A brand new one I put on this morning pulls to the left but under itself making for one heck of an issue trying to pull it in place. When visiting the urologist's office this past tuesday for a change of catheter they understood my frustration and were made aware of two which would not accept the cleaning solution. I do believe the first older one mentioned and two of the four latest ones have their spout pushed too far in. The nurse practioner I see is aware of another patient with a belly bag different from mine she is going to research. Bottom line, I fault the thickness of the belt; its new direction pulls and my learning not to hold the buckle as I did the older design. Why I have issue filling the bag manually is a mystery of sort but my next step is using a pair of pliers to gently pull the nozzle forward.

Manufacturer narrative:
(B)(4). We have conducted the following investigations after receiving the complaint: 1. Check the incoming, in-process and final inspection of this batch. All results meet the specification. The raw material and production process have no change. Also, the operators and inspectors have been trained effectively. 2. There is no abnormality in the incoming of the valve in the past 3 months. We randomly select the stock valves for inspection. They can open and close normally. The valves can be used smoothly and closed tightly without leakage. 3. After the above investigation, we did not find any deviation in the production and inspection process. So , we think there may be some other factors about the customer feedback, such as whether the valve is deformed, or too much force used, screw loose , kink by one hand and other conditions that cannot twist. 4. The production process has been confirmed. The valve is connected with the drainage tube by glue, and then through the gas inspection. If there is any condition that the leakage caused by loose twist, our personnel will inspect it. So , the probability of it is very low. At present, we cannot confirm and analyze the root cause. Such issues need accurate assessment and confirmation after receiving actual samples. However, we will continue to pay attention to such issue.